Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model u357574 pta balloon dilatation catheter allegedly experienced a material rupture. This information was received from various sources. The malfunction involved patients without consequence. One patient was reported to be male; all other age, weight, and sex information was not provided.

Manufacturer narrative:
H10: two of the three devices have been returned to bd for evaluation. Of the three malfunctions one investigation is confirmed for the identified leak and unconfirmed for the reported balloon rupture. One investigation is identified for balloon rupture. One device was not returned; therefore, the investigation for the malfunction without a returned device is inconclusive for material rupture. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. H11: h6(results, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Two of the devices have been returned for evaluation; the investigations for the two malfunctions with returned devices are currently underway. One device was not returned; therefore, the investigation for the malfunction without a returned device is inconclusive for material rupture. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model u357574 pta balloon dilatation catheter allegedly experienced a material rupture. This information was received from various sources. The malfunction involved patients without consequence. One patient was reported to be male; all other age, weight, and sex information was not provided.